Event description:
Meter was reading inaccurately erratic. The patient obtained a 271 mg/dl and 275 mg/dl on meter within 10 minutes. Patient described feeling ligh headed, shaky, and sweaty during the time of concern. Patient contacted physician and was advised to take oral medication. No further treatment was sought. The customer service representative discovered that the patient had been claning the puncture incorrectly. The patient was walked through two consecutive control solution tests and both results fell outside the specified range. Athe patient neither alleged harm nor experience injury or medical intervention due to the meter. Based on the information supplied by the patient, there is na indication that the produ t malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient was sent complimentary test strips and control solution.